Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, reduction of hernia, and diagnostic laparoscopy.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a open recurrent left inguinal hernia repair mesh. He had revision surgery 3 months post-surgery.the patient experienced reduction of internal hernia, lysis of adhesions and diagnostic laparoscopy. The patient experienced additional surgery and recurrence.